Manufacturer narrative:
This supplemental report is being submitted to provide the correction to the initial report submitted and results of the final investigation. Updated fields- d8, h2, h3, h11. The initial report was sent in error as 'no image' was incorrectly alleged by the customer and would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation the most probable cause of accumulation of foreign material in light guide rod lens was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material at light guide rod lens. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image appears on the monitor. The issue was found during inspection for use of the device. There was no patient involvement.